Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 115 compared to the labs 200 mg/dl. Tests were done within 10-30 minutes. The patient's blood glucose results were 38 and 120 mg/dl. Tests were done within 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.